Manufacturer narrative:
Product ID 3708160, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3708160, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 377645, lot# v008070, implanted: 2006 (B)(6); product type lead product ID 377645, lot# v009386, implanted: 2006 (B)(6); product type lead product ID 37742, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient. (B)(4) .

Event description:
It was reported that the device was explanted due to an infection in the pocket. It was noted that the patient was treated with an IV and oral antibiotics but the duration was unknown. It was noted that the health care professional (hcp) had not seen the patient since removal of device. It was noted that there was no record of cultures completed. It was noted that the patient was not reimplanted by the hcp.